Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery for adhesions and to remove the mesh,it was noted that the mesh had "torn loose". Adhesions is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent repair of a ventral incisional hernia. A bard/davol ventrio st was implanted in patient during this repair. On (B)(6) 2016: the patient underwent surgery to remove adhesions and excise the previous mesh. During the surgery, the doctor indicated the ventrio patch had ¿torn loose. This mesh was excised from the fascia and from underneath the adhesions.¿ the patient continues to experience complications related to the eptfe bard mesh (ventrio st). The eptfe bard mesh [ventrio st] implanted in patient failed to reasonably perform as intended. The eptfe bard mesh (ventrio st) caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the eptfe bard mesh (ventrio st) was initially implanted to treat. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment. As reported, patient has been injured and sustained past and future severe pain, suffering, disability, impairment due to the alleged defective ventrio st hernia patch.